Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on the reported strip lot met release criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot met release specification. Unable to determine the root cause of the customer's complaint. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of discrepant inratio values. Event occurred in (B)(6). Patient's therapeutic range unknown. Inratio inr = 1.7. After one week with the same dosage of phenprocoumon, inratio inr = 4.3. No reported adverse patient sequela.